Event description:
A patient reported experiencing the events of ¿no energy¿, ¿feel ill¿, ¿rupture", "pain", "swelling" and ¿feeling tired¿. Additionally, the healthcare professional reported the events of ¿pain and swelling¿ are due to ¿rupture¿. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell and others, brown particles on the shell, and flat crease. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified: broken striated edge on the anterior. Based on the device analysis the final assessment was a broken striated edge due to surgical damage consistent in the use of some surgical tools.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported experiencing the events of ¿no energy¿, ¿feel ill¿, ¿rupture", "pain", "swelling" and ¿feeling tired¿. Additionally, the healthcare professional reported the events of ¿pain and swelling¿ are due to ¿rupture¿. The device was explanted.